Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Four days after the event onset, the patient was hospitalized for the peritonitis. Treatment for the event was unknown. At the time of this report, the patient was recovered from the event. On an unknown date, the patient was discharged from the hospital. Pd therapy was ongoing. No additional information is available.